Event description:
It was reported that the dental x-ray arm disconnected from its support and the tube arm fell without striking anyone. Although no injury was reported, a serious injury could occur should the unit malfunction again.